Event description:
The patient reported her blood glucose and insulin history is as follows: time 12:30 pm, bg(mg/dl) 300, bolus (u) 1.0; 4:30 am, 400, 1.0. He went to the emergency room where he was treated with fluid intravenously for bg reading between 200 and 400 mg/dl. He was released from the hospital with bg reading of 180 mg/dl.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.